Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-02036.

Event description:
It was reported patient¿s left hip was revised approximately 4 years post-implantation due to pain, loss of mobility, and ambulation difficulties. Operative report indicated adverse local tissue reaction in the setting of a modular neck prosthesis, as well as a 44mm outer diameter, metal on metal articulation. Operative findings were no signs of obvious infection, well-fixed femoral acetabular components, moderate corrosion at the trunnion, and no obvious corrosion at the modular neck junction. During the procedure, a pseudotumor with a greenish tint was noted. The stem and head were revised. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.